Event description:
Procedure: lap chole. According to the reporter: the shaft broke during use. The broken piece was retrieved from the patient. There was no tissue loss/damage, no blood loss and no delay in or time over thirty minutes.

Manufacturer narrative:
(B)(4).